Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left superficial femoral artery that had restenosed 90%. A 7x40mm armada 35 balloon was advanced to the lesion, and when inflated once at nominal pressure the balloon ruptured. The procedure was completed without any issue with a non-abbott device. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.